Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced clip for tubing did not come off the coupling housing when trying to fill the tubing event occurred on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.